Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that it sounds like patient's battery has often reached depletion or near depletion and although she would charge it, she was not consistently checking to make sure it was turned back on after charging up. Rep encouraged her to check every time she finished charging and explained why the battery turns off, pt agreed to check it every time she charges and try to charge more frequently to avoid depleting her battery. Rep also checked her intensity settings and she does indeed have adaptive stim turned on. Rep explained how adaptive stim works and how she can adjust stimulation in certain positions or turn off adaptive stim if desired. She is going to leave it on for now and adjust intensity for positions as needed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned that they were having trouble with their controller. Patient mentioned they would charge the battery and will be going along for the first 2-3 days or maybe 4-5 days because they don't feel anything but then they would check it and it is at 80% charged and it will say stimulator is off for some reason. Patient also mentioned that the intensity on the programs/groups would change. Agent asked patient if they has adaptive stim and if it's programmed in a way that intensity would change depending on their position. Patient mentioned no, however, based on their position they can feel the stimulation harder and if they are laying back and arching their back a little bit: they will feel the vibrating in their back and rear end and legs but if they tuck in a little then they are fine. Patient mentioned that the intensity will go down by itself from 2.0 to 0.5 and they have adjusted it to 2.2. Patient mentioned they are able to turn the stim on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.